Manufacturer narrative:
An evaluation of the trestle luxe plate is not possible. Although the plate was missing one of its locking mechanisms, the surgeon elected to implant it. The 1-level plate remains positioned within the patients c5-c6 cervical vertebrae. Review of the device history records revealed no manufacturing, processing or design related irregularities. The trestle luxe plate was found to be properly manufactured and released in accordance with the device master record.

Event description:
During the surgery, when inserting the screw, the blocking slide came off the plate. The bone condition of the patient was not bad, only the plate was implanted at the doctor's discretion. No health injury of the patient is confirmed.